Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed loose particulate matter in the fluid pathway. The identified particle was consistent with a flake of polyvinyl chloride (pvc) material encapsulated a spheroid shaped pvc inclusion. The reported condition was verified. Pvc is used in the spike port housing of the bag; therefore, the particulate is likely manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a clear particulate matter in an exactamix bag filled with citrate solution. This was discovered prior to use. There was no patient involvement. No additional information is available.